Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, downstream occlusion was not reproduced. A review of the event history log revealed multiple downstream occlusion messages. Aa service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream sensor was found out of calibration. The force sensor requires calibration and the downstream and tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.